Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had excellent relief from multiple sclerosis (ms) spasticity symptoms from the pump system. Soon after, the patient developed headaches and that progressed to include lethargy, nausea, and vomiting. The health care provider tried changing the dosing by decreasing periodically and even trying minimum rate mode at one point, but not of these interventions worked. In (B)(6) 2009 the patient was found on her bathroom floor. She was cold, incoherent, vomiting and experiencing diarrhea. The patient did not have any symptoms prior to that. She was taken to a nearby hospital. The admitting emergency room (ER) doctor gave the patient a consult to see neurology. A head computed tomography (CT) scan was done and significant ventriculomegaly was noted. A spinal tap was done and nothing significant was found. This is when the patient saw the doctor who placed the shunt in the patient's head. The shunt valve (external ventricular drain) was placed on (B)(6) 2009 internally. This relieved the symptoms. The external portion was placed the next day. It was a ventral ventricular peritoneal shunt. An MRI was done at this time to make sure there were no signs of transient ischemic attack (tia) and nothing significant was found. No cause for the hydrocephalus was found. It was not thought to be ms or device related. The shunt was still in place in the patient's head and the issue was ongoing. It was noted that hydrocephalus was "in men" and/or congenital so the patient's case could not be figured out. The health care provider's diagnosis was normal pressure hydrocephalus. The patient had a history of high cholesterol, specifically high triglycerides. The patient also had issues with mood and memory since 2009. The patient could be happy or mean and uncooperative. The patient forgot what she was doing often.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the system was being used to deliver lioresal starting (B)(6) 2014, but it was not reported what drug was in the pump at the time of the event. The cause of the symptoms and the patient outcome was unknown. It was unknown if the event was related to a device issue.

Event description:
It was reported the patient¿s system was implanted on (B)(6) 2009 and she had hydrocephalus in (B)(6) 2009. The patient reported this as ¿god only knows how." This resulted in the patient receiving a valve with a catheter. It was unknown what medication this device system delivered at the time of the event. This device system was now delivering baclofen. Additional information has been requested, but was not available as of the date of this report.